Event description:
It was reported to boston scientific via an article published in the journal diagnostics that a retrospective study was conducted to compare the effectiveness and safety of disposable peroral pancreatoscopy-guided lithotripsy (pops-l) and extracorporeal shock wave lithotripsy (eswl) to treat pancreatic stones. The study included a total of 66 patients with chronic pancreatitis and a median age of 64 years. The procedures were performed between 2006 and 2022 at one of the 3 institutions in japan. Out of those 66 patients, 19 were treated with pops-l, and 4 patients of the pops-l group underwent laser lithotripsy (ll) using a versapulse 80w laser console with a 200 micrometer laser fiber. The average age of patients who underwent pops-l was 62 years. Following the procedures, one patient experienced pancreatic duct perforation during ll, leading to treatment discontinuation. This patient was successfully treated through surgical drainage of the pancreatic fistula. Additionally, one of the ll patients was converted to eswl. Complications related to the procedure were observed in 4 patients of the pops group, the pancreatic duct perforation in one patient, and 3 patients had post ercp hyperamylasemia. All these patients who experienced complications recovered.this event is being reported for the 3 patients with ercp hypermylasemia.

Manufacturer narrative:
Iwata, k., iwashita, t., mukai, t., iwasa, y., okuno, m., yoshida, k., maruta, a., uemura, s., yasuda, I., shimizu, m. (2024). Peroral pancreatoscopy-guided lithotripsy compared with extracorporeal shock wave lithotripsy in the management of pancreatic duct stones in chronic pancreatitis: a multicenter retrospective cohort study. Diagnostics, 14 (9), 891. Https://doi.org/10.3390/diagnostics14090891